Event description:
We have had prior issues with arrow arterial line catheters. As a result, we are testing all catheters prior to use. As we tested a 22g arterial line catheter on tuesday, the white part of the catheter separated from the red hub during this testing process. This product was immediately flagged and a second catheter was used from a different lot and did not have the same integrity issue. The catheter that broke was never in contact with the patient.